Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that was admitted through the emergency department for an intramuscular abdominal hematoma. The patient checks their inr weekly at home and the most recent check on (B)(6) 2019 was 4, previously it was ranging 2.6-2.9. On (B)(6) 2019 he began to have left- sided abdominal pain and noticed swelling of his abdomen. The patient's wife noticed a scant amount of dry blood, presumptively from drive line but dressing was clean. Upon arrival to the emergency department, inr was 4.3 and leukocytosis was noted. A CT was performed and showed an intramuscular hematoma inside the left rectus abdominus. On (B)(6) 2019 hemoglobin and hematocrit (h&h) were stable, the left side of the abdomen remains firm with discoloration. The patient was started on warfarin without heparin gtt bridging. On (B)(6) 2019, the patient's h&h remained stable the patient continued coumadin. On (B)(6) 2019, h&h dropped slightly, there was no increase in the abdominal hematoma and aspirin was resumed. The patient's lactate dehydrogenase was noted to be slowly rising as of (B)(6) 2019. No additional information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of abdominal hematoma, upper respiratory infection, and rise in ldh could not be conclusively established through this evaluation. In addition, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The evaluation of the submitted log files captured the pump appearing to have functioned as intended above the low speed limit with no atypical alarms throughout the duration of the data. It was reported that the patient was admitted through the emergency department on (B)(6) 2019 with a day of severe left-sided abdominal pain around the driveline site. The patient was noted to have an upper respiratory infection and dry cough about a week earlier. The cough was constant, and after a cough on (B)(6) 2019, the patient had sudden pain in the abdomen and discomfort in different positions. The patient¿s wife noted a scant amount of dry blood, which was presumptively from the driveline but the dressing was clean. The patient had leukocytosis in the emergency department with a white blood cell count of 16k without bands. The patient also had no history of fever. Hemoglobin dropped by 4 since the last test performed in (B)(6) 2019, and inr was elevated at 4.3. Warfarin was also last adjusted in (B)(6) 2019. A CT of the abdomen showed a large left rectus abdominus hematoma approximately 12.7 by 8.5 by 33.9 cm in size. The patient then experienced shock due to hypovolemia, and inr was down to 1.2. It was also noted that ldh had been slowly rising, which peaked at 343 u/l on (B)(6) 2019. Event details were provided as a reference. On (B)(6) 2019, the patient remained off anticoagulation with serial hemoglobin and hematocrit trending up. The abdomen was firm on exam, with more on the left after a coughing fit. A kidney, ureter, and bladder x-ray revealed only constipation, and hemoglobin and hematocrit began improving. On (B)(6) 2019, hemoglobin and hematocrit were stable. The left side of the abdomen remained firm with discoloration proximal and distal to the umbilicus. Mean arterial pressure was in the 80s. Warfarin was started without aspirin or heparin bridging. On (B)(6) 2019, the large hematoma was resolving and noted to the left abdomen, flank, and side. The patient had stable mean arterial pressure in the 80s and stable hemoglobin and hematocrit. Coumadin was continued. On (B)(6) 2019, the patient was hemodynamically stable. The abdomen remained tender but the hematoma demarcations were unchanged. On (B)(6) 2019, hemoglobin and hematocrit dropped slightly, but there was no increase in the abdominal hematoma. Aspirin was resumed. The patient would be watched closely as inr becomes therapeutic. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The heartmate 3 lvas IFU lists bleeding and various forms of infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.